Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Updated sections on this report: d4, g4, g7, h2, h4, h6 and h10. A review of the manufacturing documentation associated with lot number 19j113av presented no issues during the manufacturing or inspection process that can be related to the reported event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Updated sections on this report: g4, g7, h2 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a thrombectomy case, the physician pulled aa 5x33 embotrap ii revascularizarion device in the sofia plus catheter where it ¿wedged¿ and didn't let himself be withdrawn anymore. Therefore, the embotrap damaged the sofia plus. There was no patient injury reported. The surgery was not delayed due to the reported event. The procedure was successfully completed. No additional information is available at this time. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot number 19g044av presented no issues during the manufacturing or inspection process that can be related to the reported event. With the limited information available and without the product available for analysis, the reported customer complaint of ¿embotrap - withdrawal difficulty into guide/intermediate catheter-unable to¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) notes that if withdrawal into the guide catheter is difficult (as may be the case with a large clot burden) then deflate the balloon (if applicable) and withdraw the guide, microcatheter and device together through the introducer sheath. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant device, may have contributed to the reported issue. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Expiration date ¿ not available at time of reporting. Device manufacture date - not available at time of reporting. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a thrombectomy case, the physician pulled aa 5x33 embotrap ii revascularization device in the sofia plus catheter where he ¿wedged¿ and didn't let himself be withdrawn anymore. Therefore, the embotrap damaged the sofia plus. There was no patient injury reported. The surgery was delayed not delayed due to the reported event. The procedure was successfully completed. No additional information is available at this time.